Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis; the device was lost in shipping. Device not available for analysis.

Event description:
Per the clinic, the patient developed repeated infections at the implant site subsequent to a blow to the head. The device was explanted (B)(6), 2011. It is unknown whether the patient will be reimplanted as of the date of this report.